Manufacturer narrative:
Age or date of birth, sex, weight and ethnicity: information unknown/ not provided. Date of event - date of event: date unknown/ not provided. Model #: unknown/not provided. Serial # unknown/ not provided. Expiration date, UDI #: unknown as the serial number was not provided. Telephone number: unknown/ not provided device manufacture date: unknown as product serial number was not provided. Device evaluation: the catalys system was not identified and could not be evaluated. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the catalys system could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Citation: etienne bernard-seguin, md, cristina bostan, md, msc, raphaelle fadous, md, frcsc, antoine sylvestre-bouchard, md, hasitha jaliya de alwis weerasekera, msc, charles-edouard giguere, msc, paul harasymowycz, md, msc, frcsc, isabelle brunette, md, frcsc; optimization of femtosecond laser-constructed clear corneal wound sealability for cataract surgery; j cataract refract surg 2020; 46: 1611-1617 copyright 2020 published by (B)(6) on behalf of ascrs and escrs.

Event description:
The following article was received based on a literature review: literature title: optimization of femtosecond laser-constructed clear corneal wound sealability for cataract surgery. A phase IV retrospective cohort study was done to compare the sealability of femtosecond laser (fsl)¿assisted corneal incisions (cis) with that of triplanar manual (m)-cis and to determine fsl wound parameters minimizing leakage. A total of 1,100 eyes were included in the study and were separated into 2 groups based on the main wound: manual ci (m-ci) (n=343) or fsl-created ci (fsl-ci) (n=757). Fsl-assisted surgeries were performed using the catalys precision laser system (johnson & johnson vision) then all eyes underwent phacoemulsification using whitestar signature phacoemulsification system (johnson & johnson vision), followed by iol implantation by unfolder platinum 1 series implantation system (johnson & johnson vision). Fsl-ci eyes: (n=133) main wound leakage necessitating suturing, (n=27) paracentesis leakage necessitating suturing, (n=34) wound burp/tap at 24 hours, (n=15) posterior gaping, (n=12) posterior misalignment, (n=6) descemet membrane detachment, (n=3) loss of coaptation. M-ci eyes: (n=30) main wound leakage necessitating suturing, (n=8) paracentesis leakage necessitating suturing, (n=14) wound burp/tap at 24 hours, (n=21) anterior gaping, (n=15) posterior gaping, (n=12) posterior misalignment, (n=6) descemet membrane detachment, (n=3) loss of coaptation. There are no further interventions provided.